Event description:
The customer reported that the monitor fell. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the wall mount and the monitor fell together. The wall mount was not philips approved or installed. No patient or user harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.